Manufacturer narrative:
The insulin pump worked properly during rewind, basic occlusion, and occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error during bolus several times. Customer's blood glucose reading at the time of the call was 5.6 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.